Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing a "pc" message on the screen when attempting to do a glucose test using his one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6:30 am. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue denied making any changes to his usual treatment. The patient claimed 5 and a half hours after the alleged issue began, he felt "shaky and spacy". Reportedly in response to his symptoms he self treated at 12 pm, with food and drink. There was no other device available at the time of concern. During the initial call with customer service, the agent noted that the alleged issue was not resolved thru troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.